Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and all cubies kept popping up. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system pockets in drawer 3.1 had failed. A field service engineer (fse) cleaned out the drawer and reseated the row board cable on the controller board to resolve. The fse then tested the drawer using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and all cubies kept popping up. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.